Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during the ablation phase, the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. During an afib case, a pericardial effusion was noticed. The physician noticed a drop in blood pressure that was not responding to the medication from anesthesia. The pericardial effusion was confirmed by intracardiac echocardiography (ice) and transthoracic ultrasound. The medical intervention provided was a pericardiocentesis and 800ml of fluid was removed and transfused 400ml back into the patient. The patient was reported to be in stable condition when they left the electrophysiology (ep) lab and was transferred to the intensive care unit (ICU). The physician did not know what caused the pericardial effusion. Before the procedure, a transesophageal echocardiogram (tee) was performed and they noticed a trivial effusion; however, the physician could not confirm if it was related. The physician's opinion on the cause of this adverse event is that it was patient condition and procedure related. Transseptal puncture was performed. No evidence of steam pop. There were no error messages observed during mapping/ablation. The patient has fully recovered but was kept overnight in an ICU department to monitor their recovery. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and error 105 and 106 were observed due to an open circuit in the tip area. No other issues or anomalies were observed. A manufacturing record evaluation was performed for the finished device number lot 31265811l and no internal action related to the complaint was found during the review. The force and magnetic sensor issues observed were not related to the adverse event reported. The potential cause of the open circuits causing the force and magnetic issue could not be conclusively determined. The potential cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. No device malfunction was reported by the customer therefore, the observed failures could be related to the manipulation of the device after the procedure. However, this could not be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during the ablation phase, the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. During an afib case, a pericardial effusion was noticed. The physician noticed a drop in blood pressure that was not responding to the medication from anesthesia. The pericardial effusion was confirmed by intracardiac echocardiography (ice) and transthoracic ultrasound. The medical intervention provided was a pericardiocentesis and 800ml of fluid was removed and transfused 400ml back into the patient. The patient was reported to be in stable condition when they left the electrophysiology (ep) lab and was transferred to the intensive care unit (ICU). The physician did not know what caused the pericardial effusion. Before the procedure, a transesophageal echocardiogram (tee) was performed and they noticed a trivial effusion; however, the physician could not confirm if it was related. The physician's opinion on the cause of this adverse event is that it was patient condition and procedure related. Transseptal puncture was performed. No evidence of steam pop. There were no error messages observed during mapping/ablation. The patient has fully recovered but was kept overnight in an ICU department to monitor their recovery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).